Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.the mini trek catheter referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that during a totally occluded, percutaneous transluminal, right coronary artery angioplasty, the mini trek balloon delivery catheter met resistance with the balance middle weight guide wire and the two became stuck. The balance middle weight guide wire and the mini trek were removed as one unit and another non-abbott guide wire with another same size mini trek balloon delivery system were used for the procedure. There was no adverse patient effect or no significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance with the catheter was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.